Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 7atms on the first inflation during predilation. The lesion being treated was located in a moderately tortuous and severely calcified left anterior descending artery (lad). The device was removed from the pt intact. The procedure was successfully completed with another balloon and the deployment of a non-bsc stent. Pt status is listed as "good" .